Event description:
The MFR received info indicating a pt expired while a ventilator was in use. The customer alleges the ventilator did not audibly alarm when the flex tube became disconnected from the pt's tracheostomy tube. At this time, we are unable to confirm the alleged malfunction. The MFR is waiting for event clarification and add'l info and the eval of the returned component. A f/u report will be submitted when the MFR's investigation is complete.